Event description:
It was reported that a 512sd was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the inner gasket fell into the pt. This gasket was retrieved. A new trocar was used to complete the case.